Event description:
The following information was received from the clinical study: the patient was hospitalized in 2007. Additional investigation revealed the patient suffered a myocardial infarction. However, all details for this event are under investigation and remain unknown.

Manufacturer narrative:
This patient was randomized to the clinical study in 2003. At index procedure the patient was implanted with two cypher sirolimus-eluting coronary stents at the mid left anterior descending and obtuse marginal respectively. The stents were implanted via direct stenting and the patient was discharged the next day without any anginal complaints. Additional information regarding the index procedure and adverse event reported has been requested, however, the information has not been forthcoming. Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same event. Please reference manufacturing reports#: 9616099-2007-00701 and 9616099-2007-00702. Any additional information will be submitted within 30 days of receipt.